Event description:
It was reported that foreign particles were found in 2 unspecified bd¿ syringes' daptomycin solution after reconstitution. The following information was provided by the initial reporter: "there were dar particles in the daptomycin solution after reconstitution. This was caught before the product went to the patient. This happened twice with 2 different lot numbers and with 2 different techs making the solution."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5104405. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.